Manufacturer narrative:
It was initially reported that the brakes did not function properly. Follow-up submitted as further investigation determined the brakes are unable to engage electronically. This would result in caregiver annoyance; however, the brakes could still be controlled through the manual brake pedals on either side of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur. Further investigation also determined the power cord sheathing was damaged. Conclusion code updated.

Event description:
It was reported that the brakes did not function properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - parts on order.